Event description:
During an anterior/posterior spinal fusion revision decompression used by a dr, ortho surgeon, tip of screw driver accidentally broke off. Dr felt it was safer for pt to leave tip in the screw head rather than try to remove it, so he left it in "and implant rod placed on top".